Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When setting up the jigs for this case it was noticed that the blue screw on the delta pectoral cutting guide could not be tightened nor loosened in order to hold the cutting block. We also attempted to try using the screw from the superior lateral cutting jig however this also had the same problem. In the end the surgeons assistant had to hold the jig while the surgeon pinned in place. The operation was completed as per surgical technique. No delay or adverse event.

Manufacturer narrative:
No additional information has been received. This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint description states that when setting up the jigs for this case it was noticed that the blue screw on the delta pectoral cutting guide could not be tightened nor loosened in order to hold the cutting block. The devices associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.